Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. The patient came in actively being shocked for far- field p wave oversensing. After a chest x ray was performed it was clear the rv lead had dislodged and pulled back into the valve. The ep was notified and the device was reprogrammed accordingly. On (B)(6) 2018, a rv lead revision was performed. After lead position was re-established, the physician noticed there was a buildup of what could possibly be blood in the device header; specifically, the rv lead port. After several attempts to remove this substance, the physician requested another defibrillator out of concern for adequate connection within the device header, and the possibility of issues delivering effective therapies when needed. A new device was provided to the physician, and the case was completed without incident.